Event description:
A distributing customer reported that one of their customers experienced leaking with a disposable administration set. The leak was discovered after one day of use. There was no injury assoicated with the malfunction.